Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down on several occasions. It was also reported that a malfunction occurred on the device. The customer¿s blood glucose was reported to be high; exact value is unknown. The pump was replaced to address the issue.